Event description:
It was reported there was a confirmed motor stall in the attention dialogue box; patient had an MRI 2 hours prior. The healthcare professional checked the pump status post MRI and the pump was still showing a stall. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information: it was reported that the hcp, without diagnostic testing done or seeing the patient, suspected a motor stall. It was reported that there was never anything further done, other than questions being asked to my knowledge. There was no further information available.